Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient had injection 9 months ago with 4 vials of hyaluronic acid and 1 botox in the 3 areas. Patient injected with 2 vials of juvéderm® voluma¿ with lidocaine, and the next month with 1 vial of juvéderm® ultra 3 and 1 vial of juvéderm® voluma¿ with lidocaine. Last week, patient showed up at the clinic with "cheeks that were a little uniform and swollen" and told that the medication they took at the time for their stomach (helicobacter) would also be good for its face, that they could take them and that in a week they would visit the clinic again. It could be an allergy, autoimmune, or non-device related biofilm type infection, difficult to determine. Treatment included amoxicillin, clarithromycin, metronidazole, omeprazole. A week ago, patient went to the clinic with "swollen cheeks and reported that more and more deformity was seen on the face." Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) and (B)(6)this emdr is being submitted for the suspect product, first injection with 2 vials of juvéderm® voluma¿ with lidocaine.